Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a trained user experienced fluctuating blood glucose on the first day of ilet use, including a high to 350 mg/dl lasting under two hours without prolonged high alerts and a low to approximately the 30s, after which the user opted to stop using the device and requested a return; the user administered a 5-unit injection for the high and consumed carbohydrates for the low. Symptoms included jitteriness, brain fog, uncertainty, and dizziness. Outcomes included no hospitalization, no professional medical intervention, and no ketone testing. Investigation included internal complaint review and coordination with field and healthcare provider teams, with return logistics initiated. Investigation of this case revealed no confirmed device malfunction and an undetermined cause for both hyperglycemia and hypoglycemia on early use. It was concluded, based on previously established findings for similar reports, that the cause was unclear.